Event description:
It was reported that the patient was asymptomatic 6 weeks post-implant, but routine follow-up revealed poor sensing and no capture at maximal output. A small pericardial effusion was noted via echo. The patient underwent lead revision without further complications.

Manufacturer narrative:
Our CAPA system has found this past-due reportable event.